Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, and this is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm, and was not sure how they had become disconnected. This occurred during drain 1 of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set that led to this alarm. The technical service representative assisted the patient with clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.